Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet, receiving a pairing failed alert and the pump remaining on a pairing screen; the cgm was paired to the dexcom app on the phone and the user was guided to toggle the device settings and repair the sensor. No adverse clinical symptoms reported. Outcomes included no impact on health or medical care. User support included customer support troubleshooting and education to toggle the cgm setting between g6 and g7 on the pump and re-enter the sensor pairing code, along with counseling on the sensor pairing period. Investigation of this case revealed a pairing process issue between the cgm and pump, with no device component breakage identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related or intermittent connectivity-related during initial setup.